Event description:
It was reported that prior to a lap cholecystectomy, the obturators are not fitting into the sleeves. There was no pt involvement.

Manufacturer narrative:
Info anticipated, but unavailable at this time.